Manufacturer narrative:
Investigation summary customers complaint report stated that pump shows power on/off error code e432 proximal sensor failure. The sample was returned and tested. Verified complaints through turning on the device and saying ¿power off then on. Replace pump if alarm continues¿. Viewed alarm logs to find e342 and checked that the proximal was out of range on pressure and air on the mechanism. During visual inspection, the ac power cord was in bad shape, the part was replaced and is in good condition and the probable cause was the ac power cord was damaged. During visual inspection, the mini pole needed replacement due to no bar code. Replaced the mini-pole and now in good condition, the probable cause was the mini-pole had no bar code. Device passed the run in protocol of rate 400 ml/hr. And vtbi of 50 ml on both line a and b during pvt testing. The device is now functioning per design. The device was returned to the customer.

Event description:
A complaint was received regarding a plum 360¿ infuser that experienced power issues. Exposed electrical wires found during investigation. It was reported, "power on/off error.".